Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging material was returned for analysis, which confirmed the difference in labeling between the type on the pouch header and the type on the pouch label. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot for labeling issues. A product issue was identified, continued assessment of this issue per site operating procedures is being performed. Corrective and preventative actions will be addressed per quality systems protocol. The performance of these devices will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the cath lab staff was unpacking the balance middleweight (bmw) elite ii guide wires, the staff noted that the label was not bmw elite ii guide wire without marker; it was just marked a bmw elite guide wire. The guide wire was not used and there was no patient involvement. Another bmw elite ii guide wire without marker was successfully used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.